Event description:
Caller reported a cartridge alarm 20 issue during the load process. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed past occurrence of cartridge alarms with consecutive cartridges but decided not to replace the pump since the customer had another pump under warranty. Customer planned to use multiple daily injections and intended to consult a healthcare provider.